Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample determined that the sm mpp gel 375cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with two 375cc mentor memorygel breast implants and experienced a rupture on the left side and mentioned shell irregularities on the right side post-operatively, which was diagnosed during surgery. Dried blood inside of the implant was reported. The patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On june 03, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had breast atrophy and breast asymmetry. Manufacturer¿s reference number: (B)(4).